Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon went to use the screwdriver and realized the end of the screwdriver was starting to twist. He then went to use another screwdriver in the tray and that screwdriver also did not have perfect threads. Opened brand new screwdriver and it worked fine.

Manufacturer narrative:
An event regarding damage (deformation) involving a trident driver shaft was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the device noted that the device was returned in used condition. The hexalobular driver tip is deformed. The deformation of the tip indicates that it was damaged while the device being used to tighten a screw. Examination of the returned device with material analysis engineer indicated that deformation was observed on the threads of the drivers. This is consistent with contact with the hard object. Medical records received and evaluation: not performed as patient factors did not contribute to event. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 1 other events for the lot referenced regarding damage to the hexalobular driver tip. Conclusions: visual inspection of the devices confirms the reported event as it was noted that the device was returned in used condition and the hexalobular driver tip is deformed. The deformation of the tip indicates that it was damaged while the device being used to tighten a screw. Further examination of the returned device with material analysis engineer indicated deformation observed on the threads of the drivers. This is consistent with contact with the hard object.

Event description:
Surgeon went to use the screwdriver and realized the end of the screwdriver was starting to twist. He then went to use another screwdriver in the tray and that screwdriver also did not have perfect threads. Opened brand new screwdriver and it worked fine.